Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The device passed all the required testing.

Event description:
It was reported that during testing, the ventilator screen became blank and then came back on alarming device alert. There was no patient connected to the device at the time of the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.